Event description:
It was initially reported that the site was unable to communicate with the patient's generator, but troubleshooting was not performed, so it was unclear if the issue was related to the generator or programming system. A battery life estimation was performed based on information available in the manufacturer's programming history database, which resulted in approximately 6.5 years until eri=yes, but information didn't include the last 2-3 years of programming history. The physician requested a new programming system and the other system was sent back to the manufacturer for analysis. It is unclear if the patient's device has been able to be communicated with since initial report. The programming system was returned to the manufacturer and analysis was performed on the returned hand held computer with flashcard software and programming wand. The analysis of the programming wand did not result in any performance or adverse conditions. The wand performed according to specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Good faith attempts to obtain additional information have been unsuccessful to date.